Event description:
Undersensing of intrinsic r waves observed on current egm causing device to deliver backup pace during ventricular repolarization and functional loss of capture. Chronically low amplitude measured r waves. Back up rv pace delivered during ventricular repolarization (on t wave) causing loss of capture of backup pace. Of note, intrinsic ventricular beats have a long qt interval of approximately 400 msec. A note in the interrogation report stated atrial standstill. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).